Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2102144. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained. The retained samples were evaluated by our quality engineer team and no signs of defect could be identified.

Event description:
It was reported that the bd¿ syringe with needle leaked saline from the needle plug after aspirating it. The following information was provided by the initial reporter, translated from chinese to english: "the bed nurse prepared to suck the normal saline to flush the fistula needle for the patient's fistula puncture. After aspirating the normal saline, part of the saline leaks from the needle plug. The syringe is replaced and the saline is re-aspirated."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringe with needle leaked saline from the needle plug after aspirating it. The following information was provided by the initial reporter, translated from (B)(6) to english: "the bed nurse prepared to suck the normal saline to flush the fistula needle for the patient's fistula puncture. After aspirating the normal saline, part of the saline leaks from the needle plug. The syringe is replaced and the saline is re-aspirated."